Event description:
Customer reports discrepant results with meter compared to lab for multiple pts. All lab draws were performed within 5-10 minutes of meter tests.

Manufacturer narrative:
Investigation pending.